Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that a plate broke post-operatively. Patient was returned to operating room on (B)(6) 2012 for removal of all hardware. Patient fracture did not heal, patient was revised to a different plate. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A 510k#: device is a veterinary product. Device is similar to a device marketed for human use : implant date, unknown. Product development evaluation reveals, that the product that has been returned does not correlate with product number. In fact, based on width and thickness measurements taken on the returned plate, it does not correlate with a synthes vet product. Therefore, this complaint is invalid relation to design. The lot number is unknown therefore a review of the device history record could not be completed. Manufacturing evaluation reports that the part was received and the plate is cut on both sides for length adaption and broken at the middle of the seven holes. No identification like part or lot number is visible on the plate. This plate does not correspond with the part as described in the complaint. This returned plate is completely flat and reported synthes plate is a 1/3 tube design. Also the distance between the holes is not identical. This plate is unknown and no identification is possible, which makes an evaluation not possible. Therefore, this complaint is indeterminate from a manufacturing standpoint. Placeholder.